Event description:
An attempt was made to use an endeavor resolute rapid exchange (rx) drug eluting coronary stent in a patient. The target lesion, located in the rca was predilated. The device was inspected prior to use with no abnormality noted. It was reported that difficulties were encountered during advancement of the device through the guide catheter and that the stent dislodged in vivo. The dislodged stent was removed with difficulty by using a snare device and patient injury occurred as it was reported that the stent damaged the vessel wall at the puncture site (groin) which was bleeding. The patient is reported to be fine post procedure and no other clinical sequelae were reported. Device evaluation the stent was returned off the balloon of the device. Crimp impressions were evident on the balloon. Cine image review: the images confirm the presence of a tight lesion in the proximal rca. There was no evidence of the unsuccessful delivery, dislodgement and retrieval of the endeavor resolute stent on the images provided. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Results: inherent risk of procedure (stent dislodgement). Patient condition affected effectiveness of the device (patient lesion morphology). Conclusion: device failure/lack of effectiveness related to patient condition device (patient lesion morphology). (B)(4).